Event description:
Customr reported receiving inaccurate erratic readings. In blood glucose tests customer received readings of 212, 346, 284, 134, 146, 362, and 71 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.